Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that the patient received multiple inappropriate hv therapies and was diagnosed with encephalopathy ischemic hypoxia and was connected to a ventilator. The device was explanted and replaced, however, the patient expired two months later.